Event description:
Unexplained highs, lows; blood sugar down to 50. Very dangerous because I'm disabled by vertigo, walking difficulties. Medtronic says they will replace pump due to it's problem with locking reservoir. FDA safety report ID# (B)(4).